Manufacturer narrative:
(B)(4). Device evaluation pending. Issue is being reported as alert could not be cleared by operator. (B)(4).

Event description:
It has been reported that device did not pass a self diagnostic check.